Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results while running the enteric viral panel and extended enteric bacterial panel assays. A bd field service engineer (fse) was dispatched to the customer site where they performed an extensive investigation and troubleshooting of the instrument. Alignment and calibration was performed on multiple instrument subsystems and the fse also performed reader normalization and installation of new software scripts to correct any optical issues due to normalizer drift. This complaint is confirmed by service. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false postives. The following information was provided by the initial reporter: false positive results obtained on enteric viral and extended enteric bacterial assay.

Manufacturer narrative:
PMA / 510(k)#:k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false postives. The following information was provided by the initial reporter: false positive results obtained on enteric viral and extended enteric bacterial assay.